Event description:
It was reported that during follow-up, stored egms showed that patient received atp for svt. Recommended device reprogramming changes. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.